Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the atrial pacing lead was variable. Beginning (B)(6) 2015, atrial pacing impedance has been varying up to 600 ohms and down to 392 ohms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold. The lead remains in use. It was also reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.